Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. One device had a malfunctioned electrical component; 1 device was evaluated and no defect was found. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the unit had phantom motion. No patients were involved.